Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and migrated out of its original position. Moreover, the dislodgement was found out on a home monitor transmission. A revision was performed to reposition the lead. No additional adverse patient effects were reported.